Event description:
Pt states after three yrs of implant, one of the essure coils came out of her vagina. Possibility that she might be pregnant as she has been having pain and abdomen cramping. Feels the MFR is not telling the pts about the risk factor of the possibility of the coil coming out because if she had known, she would not have done the procedure. Gave coil to gynecologist.